Event description:
Md placing 20fr push method peg tube, during transfer over guidewire tube came apart in 3 pieces at the connector area as doctor pulled tube out of stomach. Had to cut insertion site farther + had to "grab" tube with hemostats to pull on through the stomach. Able to complete procedure. Placed bolster + c-clamp without difficulty.